Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 43-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nephrolithiasis, dysfunctional uterine bleeding, gallbladder disorder, endoscopic retrograde cholangiopancreatography and cholecystectomy. Concurrent conditions included dysuria, leiomyoma nos, iron deficiency, kidney stone and retroverted uterus. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition type: anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy).essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain and anaemia outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, intra-abdominal haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: or about (B)(6) 2014, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and allivate her symptoms. The essure device was deployed on the right with 1-2 loops visual on the left. It was deployed with 4-5 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2014: 9.4. Hysterosalpingogram - on (B)(6) 2010: both essure coils and full occlusion of both tube few weeks ago, it was 9.4, and in the emergency room, were 8.1. Upon repeat this morning, it has decreased to 7.5, potassium 2.9, white count of 12,300 abdomen for stone CT: right-sided hydro nephrosis and urolithiasis. There are total of three stones within the right ureter the largest measuring 0.5 cm. Dilated appendix, acute appendicitis, most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: anemia. Lab data and lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 43-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nephrolithiasis, dysfunctional uterine bleeding, gallbladder disorder, endoscopic retrograde cholangiopancreatography and cholecystectomy. Concurrent conditions included dysuria, leiomyoma nos, iron deficiency, kidney stone and retroverted uterus. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition type: anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain and anaemia outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, intra-abdominal haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: or about (B)(6) 2014, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and allivate her symptoms. The essure device was deployed on the right with 1-2 loops visual on the left. It was deployed with 4-5 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2014: 9.4. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: both essure coils and full occlusion of both tube. Few weeks ago, it was 9.4, and in the emergency room, were 8.1. Upon repeat this morning, it has decreased to 7.5, potassium 2.9, white count of 12,300 abdomen for stone CT: right-sided hydro nephrosis and urolithiasis. There are total of three stones within the right ureter the largest measuring 0.5 cm. Dilated appendix, acute appendicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she underwent a pelvic surgery on (B)(6) 2014). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, intra-abdominal haemorrhage and pelvic pain to be related to essure. The reporter commented: or about (B)(6) 2014, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both essure coils and full occlusion of both tube incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.